Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/01/2017. Device evaluation: the preloaded delivery system, model pcb00, was returned to the manufacturing site for evaluation. The complaint unit was returned in a plastic bag. The device was observed disassembled. The lower body was observed opened and cartridge component was observed out. Visual inspection using microscope magnification was performed: the cartridge tip was observed deformed/bent. No broken, crack defect or missing parts were observed at any section of the cartridge. No debris or particles such as plastic material, foreign matter were observed in the returned sample. Only tip deformed was detected in cartridge. The lens from the pcb00 device was not returned for investigation. However, one picture was provided and it was evaluated. The picture was evaluated and the lens was observed broken/torn (cut). Part of the lens edge including a small section of the lens optic was observed missing, confirming ¿iol torn¿. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been torn during loading process. The reported issue as debris/particles was not confirmed. However, ¿iol torn¿ was observed on the picture provided. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. If implanted, give date: not applicable, lens was not implanted. If explanted, give date: not applicable, lens was not implanted. Attempts have been made to obtain missing information; however, to date no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the inserter injected plastic into the eye. The physician had to remove the plastic from the eye and lens was not used. Afterwards the doctor opened up the cartridge and noticed that part of the lens was missing. No further information was provided.